Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that the patient experienced knee pain which caused the surgeon to do a poly exchange.